Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole leak 1.5mm from the distal markerband. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found numerous hypotube kinks. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% instent restenosis (isr) of the previously implanted non-bsc stent was located in the mildly tortuous mid right coronary artery (rca). A 10/3.50 flextome cutting balloon was used for pre-dilation. During the procedure, 1st inflation was performed at 12atm. Second inflation was then attempted to be performed at 12atm for 15 seconds, however it was noted that the balloon was unable to be inflated and blood drew into the inflation device. The balloon catheter was completely removed outside the patient's body and was confirmed that the balloon has ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.